Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited what appeared to be loss of capture with rhythmic events. No adverse patient effects were reported. The device remains in service.